Manufacturer narrative:
The date of incident, date of death, and consumer information have not been provided. Further details regarding the incident have not been made available. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Device not made available.

Event description:
Dealer alleges customer died after he fell off a scooter.

Manufacturer narrative:
The date of incident, date of death, and consumer information have been updated. With the addition of this information, it has been determined to be a duplicate of an incident already filed, medwatch report number 2530130-2015-00090. Device not made available.

Event description:
Dealer alleges customer died after he fell off a scooter.